Event description:
It was reported that the patient experienced a sudden loss of continence with his artificial urinary sphincter (aus). A revision surgery was performed and a hole was observed in the pressure regulating balloon, all other components were satisfactory. A new aus was implanted. The patient is expected to fully recover.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific confirmed the reported balloon hole; a tear was identified in the balloon shell with significant avulsion. The reported patient symptom is a known risk associated with artificial urinary sphincters procedures and is noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the balloon component was visually inspected, microscopically examined, and tested for leaks. A tear was identified in the balloon shell with significant avulsion. The damage appears to be consistent with avulsion and fatigue. The balloon was not functionally tested because of the identified damage. The pump component was visually inspected, microscopically examined, and tested for leaks. Tissue was identified in the pump shell. No leaks were identified in the pump. The cuff component was visually inspected, microscopically examined, and tested for leaks, no leaks were found. Product analysis confirmed a malfunction with the balloon component. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptom of urinary incontinence was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced a sudden loss of continence with his artificial urinary sphincter (aus). A revision surgery was performed and a hole was observed in the pressure regulating balloon, all other components were satisfactory. A new aus was implanted. The patient is expected to fully recover.